Event description:
It was reported that the patient underwent a skin revision which was performed under general anaesthetic in order to remove the abutment.

Manufacturer narrative:
This report is submitted on november 12, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. It is unknown what treatment is being administered for the infection. The implant remains in-situ.